Manufacturer narrative:
Sc-1132. (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17877066/17877066, model/catalog description:infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.